Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/28/2017 with the following findings: on examination, the keypad was torn near the "up" arrow button, which is under responsive. Investigation confirmed the complaint. The keypad cover was removed for investigation and revealed the up arrow button contact was bent.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.